Event description:
It was reported that, following a water vapor energy therapy procedure for benign prostatic hyperplasia, the patient suffered hematuria, assessed as moderate by the physician. The procedure was completed with the same device. The hematuria resulted in prolonged hospitalization for the patient. No further patient complications were reported.